Event description:
While at the customer site to perform device maintenance, the field service engineer (fse) observed there was a deep scratch on the display cover which obstructed view of the display screen. There was no reported patient or user involvement and no adverse patient/user impact.